Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the equipment prompted that the battery needed repaired. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction of the battery, which was recommended to be replaced. The device remains at the customer site and no further evaluation is warranted at this time.